Event description:
During an in clinic follow-up, episodes of oversensing were noted on the right ventricular (rv) lead. Provocative testing was performed and the lead oversensing was reproduced. No anomalies were observed on x-ray. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.